Manufacturer narrative:
Patient required a revision surgery to correct a potentially backed-out sensor lead. Lead retraction not confirmed, but conservatively reported out of caution. The patient's hearing was restored after the sp was replaced.

Event description:
Envoy medical corp. (Emc) was notified on 06-mar-2026 that the patient had a revision on (B)(6) 2026 to address sound and volume intermittency issues following a battery change on (B)(6) 2024. During the revision, the surgeon noted that the sensor lead was not fully inserted into the header port. Lead retraction not confirmed, but conservatively reported out of caution. Surgeon replaced the sound processor per best practice, however during the post-op visit on (B)(6) 2026, the driver was observed to be not functioning as expected. The patient is scheduled for a CT scan for further investigation into the driver issue. Patient/clinical history with emc: on (B)(6) 2011 : implant, (B)(6) 2011 : activation, (B)(6) 2012 : fitting, (B)(6) 2016 : battery change, (B)(6) 2016 : fitting, (B)(6) 2018 : revision phase I, (B)(6) 2018 : revision phase ii, (B)(6) 2024 : post-battery change fitting, (B)(6) 2024 : battery change, (B)(6) 2024 : sp revision, (B)(6) 2025 : fitting, (B)(6) 2025 : battery change, (B)(6) 2025 : post-battery change fitting, (B)(6) 2026 : transmastoid revision, (B)(6) 2026 : fitting.